Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for (B)(4). Data was evaluated and the allegation was confirmed for (B)(4). The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). According to the com, initial statement reported that a transmitter failed error occurred for (B)(4) and data was evaluated and the allegation was confirmed for (B)(4). In this case, the statement was incorrect on the initial MDR (above). A correction would be made for the follow-up report as: it was reported that a transmitter failed error.

Event description:
It was reported that a transmitter failed error. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter.